Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds. The customer states display was blank currently. The customer states the contacts on the battery cap were neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.